Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 441 mg/dl despite multiple boluses while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. Ketones were checked and trace amounts were noted. As treatment, a new pod was applied and a correction of 10.5 units was administered. The patient's blood glucose, carbohydrate, and insulin history are as follows:   time bg(mg/dl) cho(g) bolus(u): 7:00am 168 46 8.90, 11:00am 211 n/a 1.10, 12:00pm 211 67 8.15, 4:30pm 436 n/a n/a, 5:40pm-7:00pm 441 temporary basal 1.3 units for 2 hours (45% increase), 7:00pm 441 pod replaced.

Manufacturer narrative:
Correction to d4: lot number changed from l72021 to l72023. Expiration date changed from 10/18/2021 to 10/11/2021. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Correction to h4: device mfg date changed from 4/8/2020 to 4/11/2020.